Event description:
Reporting status: malfunction. Reporting rationale: an expired stent has the potential to cause or contribute to patient injury. Device issue: expired stent. It was reported that the stents implanted in the right coronary artery and the circumflex artery, were used after the expiration date. There were no reported patient effects or adverse events. There was no additional event information reported. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Review of labels attached to the lhr for this lot was conducted. All labels indicated an exp. Date of 01-06-2010. (B)(4) 2009, as specified in the product specification at the time this lot was manufactured. Confirming that the product was labeled correctly and based on the reported information; the product was used 2 days past the labeled exp. Date. The exp. Date of the product is important for the sterility, efficacy and performance of the device. The promus IFU states: "do not use after the (use by) date". It appears that use error likely contributed to the reported use after expiration.